Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue; the pump passed all testing. No action was taken as no problem was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device's air in line sensor is defective. The event occurred during testing, there was no patient involvement.